Event description:
It was reported that during a breast biopsy their control module received an l4 error code, the green light went off and the unit shut down. They rebooted and continued the case with no consequence to the patient.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.